Manufacturer narrative:
Device not returned.

Event description:
It was reported that patient presented remotely via merlin.net transmission, noise reversion episodes and low impedance issue was observed on the rv lead. Patient is to be brought in clinic to perform lead revision. Lead remains implanted. No further information available.

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported (B)(4); high impedance which was submitted on (B)(6) 2017. New information indicated that high impedance could not be reproduced upon interrogation of the device.

Event description:
New information indicates that the impedance issue could not be reproduced during interrogation of the device on (B)(6) 2017. The noise was reproducible and resulted in presyncope. The patient was stable before, during and after the interrogation.